Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The 90% stenosed target lesion was located in the moderately calcified and moderatelay tortuous superficial femoral artery. A 6.0mmx20mmx135cm sterling balloon catheter was advanced for pre-dilatation. However, during inflation at 7 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications reported.